Event description:
Reported noise on the rv channel resulting in inappropriate shock delivery. Lead to be evaluated further and remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
Lead explanted (B)(6) 2021. Upon receipt, the lead under complaint was found cut 46cm proximal to the lead tip. Only the distal fragment was received for analysis. The proximal fragment including the yoke and connector pins was not returned. An extraction aid was found in the distal fragment. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragment was scrutinized, including a visual inspection. The analysis showed multiple abrasion marks along the lead fragment. In particular 8cm proximal to the lead tip the insulation was found damaged due to wear, which is assumed to be the root cause of the reported oversensing leading to inappropriate shock delivery. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages such as a deformed rv and svc shock coil, most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Lead explanted on (B)(6) 2021. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.